Manufacturer narrative:
For 1 of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions were that calibration signals were checked and found acceptable and qc was checked on the same lot number used and were found to be within specification. The customer has not had any further issues.

Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions include: the hardware was checked and carryover studies were performed. A mixture of different countermeasures solved the issue. The analyzer was confirmed to be working within specifications and the issue has not recurred.

Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions for this event include the following: precision studies were performed and these were ok. The gear pump pressure was checked. The system was moved to a new location and the new water system in this laboratory had issues with dissolved gas in the water. The degasser and degasser pump of the instrument were changed. A vacuum tube was replaced. For one other of the pending events, the issue was determined to be caused by system reagent detergent drying and falling into the reaction cells. The detergent dries due to low humidity in the laboratory. There have been no follow up actions for this event.

Manufacturer narrative:
Serial no continued: (B)(4), asku. For 8 of the events, the investigation found the investigation did not identify a product problem. The cause of the event could not be determined. For 13 of the events, the investigation determined that the service actions resolved the issue. For 1 of the events, the investigation determined that the adjustments were the root cause. For 4 of the events, the investigation is ongoing. For 1 of the events, the investigation determined the cause of the issue was leaking rinse tubing. For 1 of the events, the investigation determined that adjustments resolved the issue. For 1 of the events, the photometer check and calibration and qc were all acceptable. The issue only occurred once. Based on the data available, the malfunction is consistent with a pre-analytical issue at the customer site. There may have been deposits on the sample probe leading to too much sample material being transferred into the cuvette. For 1 of the events, the follow up/corrective actions were the patient samples were submitted for further investigation. The customer's results could not be confirmed. For 1 of the events, the field service engineer (fse) found a hole in a tube in the rinse station. The fse repaired the tube and confirmed precision was acceptable. For 1 of the events, the field application specialist ran a precision check that was not acceptable. The field service engineer (fse) checked the adjustment of the probes and found a hole in the rinse tube. The fse replaced the rinse tube. For 1 of the events, the field engineering specialist replaced the probes, the gear pump head, a waste line rinse assembly, and a drying tip. He decontaminated the rinse tube. Precision testing and controls were run with acceptable results. For 1 of the events, the field service engineer (fse) found that the cuvettes were overfilled and had overflowed. The fse adjusted the filling for the cuvettes and the customer has had no further issues. For 1 of the events, the field service engineer (fse) found the rinse mechanism was not in place or tightened. The fse correctly seated the rinse mechanism. The fse replaced the reagent probes, checked the gear pump pressure, and checked the rinse levels. The customer ran acceptable qc. For 1 of the events, the field service engineer (fse) found the precision was not acceptable and the calibration and qc were acceptable. The fse found a bad water supply pump head and a leak on the water line. The fse replaced the pump head, decontaminated the system, changed lines to the rinse head, and adjusted the cuvette levels. The customers' calibration, qc, and precision were acceptable. For 1 of the events, the field service engineer (fse) found the sample probe was not being washed properly. The fse replaced the sample probe and performed adjustments. The customer ran calibration and qc that were acceptable. For 1 of the events, the customer cleaned the rinse station nozzles and checked the nozzle springs. The customer found residue in cuvettes and found issues with the wash nozzles in the rinse station. The nozzles were cleaned to allow for correct movement. The field service engineer found leaking rinse tubing. For 1 of the events, the tubing and multiple parts were exchanged. The system checked ok. Calibration and controls were ok. For 1 of the events, the field service engineer (fse) found a rinse nozzle that was not seated correctly which caused water to spill into other cuvettes. The fse also found a rinse nozzle that had a spring holder that would not connect correctly which would not hold the rinse nozzle down. The fse reseated the rinse nozzle and replaced the spring holder. The fse ran mechanism checks and the customer ran calibration and qc that were acceptable. For 1 of the events, the field service representative changed the ultra sonic mixers, gear pump, cells, and lamp and adjusted the air purge and wash water level. For 1 of the events, the field service engineer (fse) checked the system, baseline, precision, calibration, and qc. All results were acceptable. For 1 of the events, the customer ran a mechanism check and found moisture on top of the cuvette. The customer found the noh and water levels were overflowing. For 1 of the customer declined the service visit. For 1 of the events, a field service engineer found a reagent probe was not rinsing. He cleaned the tubing system and the valves. For 1 of the events, the field service engineer (fse) change the gear pump. The instrument performance checks and qc were acceptable. For 1 of the events, the field service engineer (fse) checked fluidics, replaced the valve on the reagent syringe, air purged, checked internal rinse, and preformed a mechanism check. The fse ran multiple precisions runs that were acceptable. The customer ran calibration and qc. For 1 of the events, the field service engineer found a split in a tube for the wash probes. He repaired the damaged tubing. For 1 of the events, a field engineering specialist found the amount of water in the cell blank was too low. The positioning of reagent probes 1 and 2 were not optimal. He found two drainage tubes that were defective. He found the rinse drainage tube damaged and replaced the rinse tube. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 29 malfunction events. Questionable non-reproducible results were generated by a cobas 8000 c 702 module. The events involved a total of 91 patients with the following: 1 - aslot tina-quant antistreptolysin o. 1 - total protein urine/csf gen.3. 25 - ca2 calcium gen.2. 4 - ureal urea/bun. 1 - direct bilirubin, urea, calcium and ck. 2 - crej2 creatinine jaffé gen.2. 2 - creatinine. 1 - amyl2 alpha-amylase eps ver.2. 1 - etoh2 ethanol gen.2. 1 - phos2 phosphate (inorganic) ver.2. 1 - alb2 albumin gen.2 and bilt3 bilirubin total gen.3. 8 - calcium. 1 - tp2 total protein gen.2. 2 - crpl3 c-reactive protein gen.3. 2 - either calcium or phosphorus. 1 - mg2 magnesium gen.2 results. 35 - crep2 creatinine plus ver.2. 1 - altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation. 1 - magnesium. For 1 event there were multiple patients involved with crep2 creatinine plus ver.2 the provided patients' ages ranged from 28 to 86 years. (The other patients' ages were requested but were not provided.) The weight 1 patient was (B)(6). (The other patients' weights were requested but were not provided.) There were 6 females and 8 males. (The other patients' genders were requested but were not provided.) The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.